Manufacturer narrative:
The device was returned and investigation. The returned device analysis did not confirm the reported leak/splash (loss of fluid column during prep). The discrepancy between what was reported (leak ¿ loss of fluid column during preparation) and what was observed (no leak) may have been due to the user technique while de-airing/aspiration of the sgc during the device preparation versus the returned product analysis; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported for leak/splash (loss of fluid column during prep) from this lot. A cause for the reported leak/splash (loss of fluid column during prep) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that during preparation of the steerable guide catheter (sgc) hemostatic valve failed to hold column. The device was not used, there was no patient involvement. A new sgc was used to complete the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.